Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an error 2 message. Per the onetouch ultra2 user guide the error 2 message prompts when there is a problem with the meter or the test strip. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient stated that the alleged issue began on the evening of (B)(6) 2012. The patient reported managing her diabetes with diet, exercise and oral medication (500mg of tolbutamide, twice a day). The patient also mentioned that she takes atenolol (50 mg, twice a day). The patient informed the cca that at 6 p.m. On the day of the alleged issue, she had decreased her atenolol to once a day (reason for decrease not specified). The patient mentioned that prior to the alleged issue occurring she had developed symptoms of "lightheadedness and excessive perspiring." The patient told the mss that she was not sure if the symptoms developed due to the atenolol or as a result of her diabetes. However, the patient reported treating herself with candy and passion orange juice but was unable to recall the time of the treatment. During troubleshooting, the cca confirmed that the subject meter was not being used for the first time and that there had been no known misuse to the subject device. The cca confirmed that the patient was using the correct test strips. However, during troubleshooting the cca discovered that the patient was using the incorrect testing process. The cca documented that the patient was unable to perform a retest due to the blood sample allegedly smearing. When attempting to perform a control test instead the patient reported that the subject meter would not count down. It is not known if the alleged issue was resolved during troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reported symptoms suggestive of a serious injury and was unable to confirm if it was related to her atenolol or due to the alleged issue. In addition, it was not confirmed if the alleged error 2 message was resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (10/2/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.